Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, ovarian cyst and septate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("intramural leiomyoma of uterus") and experienced ovarian cyst ("ovarian cyst"), cervicitis ("cervicitis and endocervicitis") and tobacco abuse ("tobacco use disorder"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, ovarian cyst, cervicitis and tobacco abuse outcome was unknown. The reporter considered cervicitis, medical device removal, ovarian cyst, tobacco abuse and uterine leiomyoma to be related to essure. The reporter commented: 2 trailing coils at both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis, ovarian cyst and septate uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("intramural leiomyoma of uterus") and experienced ovarian cyst ("ovarian cyst"), cervicitis ("cervicitis and endocervicitis") and tobacco abuse ("tobacco use disorder"). The patient was treated with surgery (laparoscopy, surgical, with total hysterectomy, with removal of tubes). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, uterine leiomyoma, ovarian cyst, cervicitis and tobacco abuse outcome was unknown. The reporter considered cervicitis, medical device removal, ovarian cyst, tobacco abuse and uterine leiomyoma to be related to essure. The reporter commented: 2 trailing coils at both sides. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.